Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump would make selections on the pump touch screen without the customer's interaction resulting in the customer having to complete the load process an additional time. There was no reported impact to customer's blood glucose. No additional patient or event information was provided.